Event description:
A us distributor contacted zoll to report that a patient developed a red blister on their back from the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s spouse is a registered nurse and applied eucerin ointment to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.